Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.

Event description:
Shaft frosting noticed during pretest, probe removed and replaced. Shaft frosting noticed on 2nd probe as well during pretest.